Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer returned insulin pump for an alleged an motor error alarm. Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. Insulin pump history download using thds was successful. Motor error alarm confirmed was shown on down load report was on " (B)(6) 2022 13:21:40 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind. The following were noted during visual inspection: loose/protruded drive support disk, missing, loose/protruded drive support disk. Cracked belt clip slot, missing end cap sticker, stained address/serial number label and broken battery tube threads. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. In conclusion, due to completely broke off reservoir tube lip on 5 series, unable to perform any testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump alarmed motor error. The drive support cap appeared normal. The customer was able to clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device. The device will be retuned for analysis.